Manufacturer narrative:
No button error alarms were noted during testing. The pump had unresponsive esc and act buttons due to the corroded keypad traces. The pump also had minor scratches on the lcd window, a cracked case at the display window corners, cracked battery tube threads, a cracked reservoir tube lip, and a stained end cap sticker.

Event description:
The father reported via phone call that the customer received a button error alarm. The father also reported the escape and act buttons were not functional. The customer's blood glucose was over 300 mg/dl. The customer could not recall any significant events leading to the alarm. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.